Manufacturer narrative:
The patient remains ongoing with the MFR's clinical trial lvad. The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplement report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was receiving continuous red heart alarms resulting in the patient being placed on pneumatic support using an ip console and stroke volume limiter (svl). Two days later, a decision was made to replace the lvad with the MFR's clinical trial lvad.